Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a problem with bearings and corrosion in the motor, rotor, and sag head. Those parts were replaced. Service repaired and returned the device to the customer.